Event description:
Healthcare professional reported left side "deflation and capsular contracture (baker grade iii)." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, and capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified opening on anterior and crease flat."

Event description:
Healthcare professional reported "deflation and capsular contracture (baker grade iii)" against left device. Healthcare professional reported left to be "intact". The device has been explanted.

Manufacturer narrative:
Additional lab analysis is submitted in this medwatch all the lab codes have been sent previously. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: one opening observed on anterior side assessed as surgical damage. Creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "deflation and capsular contracture (baker grade iii)" against left device. Healthcare professional later reported left to be "intact". The device has been explanted.